Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his one touch ping meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred on (B)(6) 2016, 4pm. The patient manages her diabetes with insulin pump therapy and at (B)(6) 2016 3pm stated that she had continued with her usual dose including (sliding scale) of 7 units of apidra. The patient reported that 45 minutes after the alleged issue began he developed the symptoms of "thirsty." The patient denied she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the meter batteries did not require replacing. In addition cca noted that when the patient inserted a new strip into the meter or when she pressed the power button the meter did not power on. The test strips being used were correct. The type of battery in the meter was alkaline. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.